Event description:
It was reported during surgery that a t8 cannulated hexalobe driver broke while advancing a 26mm 3.5 mini acutrak 3 bone screw into the scaphoid with fragments going into the inner core of the screw. The fragments had to be fished out along with backing out the screw. A 26mm mini was implanted instead. The surgery was completed after a 10-15-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00622 for the screw involved in this event.

Manufacturer narrative:
The reported t8 cannulated hexalobe driver and the 26mm, 3.5 mini acutrak 3® bone screw the were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found for the t8 cannulated hexalobe driver (part number 80-4151, batch number 596270). Manufacturing and inspection records for the 26mm, 3.5 mini acutrak 3® bone screw could not be reviewed as the batch/lot number of the screw is unknown. Both returned devices were examined visually under magnification. The returned t8 cannulated hexalobe driver presented with distinguishable fractured surfaces. In addition, two additional metal pieces were included in the bag. One metal piece was a broken fragment from the driver tip. The second metal piece had hashmark markings and did not appear to be from either the returned driver tip or the implant. It may have been from a tool used to aid in screw removal. The broken driver tip fragment fit back onto the remainder of the driver tip attached to the drive shank. When combined, approximately one half to three quarters of the original driver tip appeared visible. The portion of the driver tip remaining attached to the drive shank had a large 45° fracture plane near the location where the lobes begin to transition to the shank of the driver tip. Extending from this fracture plane is a large vertical fractured line and retained portion of the driver tip which spans approximately three outer loads. The vertical fractured lines appeared to be approximately within the middle of the valleys of the lobes. These fractured lines and fractured planes were consistent with a more brittle fracture presentation under torsional load. They may have started at the one half to one quarter absent section of driver tip and then extended through the smaller cross-sectional areas of the hexalobe features until finally shearing off where the lobe features transition to the shank. Additional commentary collected from the party filing the incident notes that the profile drill was not used during this case. Absence of profile drill use causes an increase in the required amount of insertion torque. An increase in the amount of insertion torque requires the driver tip to withstand a higher amount of stress during implant insertion. This factor may have contributed to the fracturing of the driver tip. The review of the returned acutrak 3 mini screw showed aesthetic degradation, wear and deformation consistent with the description of event and surgical completion section of this incident. The wear and deformation appeared to be from an instrument used to clamp or grasp the tail of the screw during removal. Furthermore, this helped potentially explain why one of the returned metal fragments does not appear to be from either the driver tip or the bone screw. Upon review of the drive socket, a portion of the driver tip was lodged within it. Images showed this portion of the driver tip shearing off approximately flush with the height of the drive socket's hexalobe features. This made intuitive sense as these hexalobe drive socket features transition the load to the driver tip. The driver tips' fractured patterns returned pieces and condition of the bone screw all support the commentary in the event description. It was unknow if all the broken tip pieces were returned. Additional information collected confirmed the profile drill was not used. This may have led to an increase in required insertion torque. The combination of observations additionally collected information, potential absence of return pieces as well as the multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. Based on the information received and due to unknown surgical conditions, the root cause could not be determined.